Event description:
Medtronic received information that 11 years and 10 months post implant of this 29mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. No intervention or adverse patient effects were reported. Subsequently, 1 month later, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as aortic stenosis and aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.